Event description:
A report was received that the patient was having discomfort at the ipg site. The ipg moved medially overlying spinous process. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.